Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's camp physician reported via phone call that the customer's insulin pump had a partial display anomaly; the screen was distorted and vertical lines displayed on the screen. The partial display anomaly made the screen hard to read; it was difficult for the customer to bolus as a result. The patient's blood glucose at the time of incident was 146 mg/dl. Troubleshooting was initiated for the partial display. The insulin pump was neither dropped nor bumped. The physician was unable to verify when or how the damage occurred. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with partial display due to corroded lcd board. The insulin pump had torn keypad overlay, cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.